Manufacturer narrative:
Concomitant medical products: 1000 ml baxter bag; non bd extension set; 100 ml wg critical bag, therapy date unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the unit manager was answering a call light and was assisting the patient to the bathroom when the alaris lvp detached from the pcu and fell causing the tubing set to separate during a magnesium/0.9% sodium chloride infusion.

Manufacturer narrative:
Disregard initial file suspect has been changed from a disposable set to an instrument. Please reference the new manufacturer #2016493-2019-00690 from emdr (B)(4).

Event description:
It was reported that the unit manager answered a call light on the medical/surgical unit to assist the adult patient to the bathroom and while crossing over the bathroom door threshold the alaris pump module detached from the pcu and fell to the floor causing the tubing set to separate and leak at the upper fitment during a primary infusion of 0.9% sodium chloride and a secondary infusion of magnesium/0.9% sodium chloride infusion. It was later stated that facility biomed presumes that the pump module was not fully latched/connected to the pcu. Due to this the customer would like bd to consider adding a safety feature that warns when the pump module is not fully attached to the pcu. The customer also stated that there were no adverse effects caused to the patient from the event.